Manufacturer narrative:
(B)(4). Final device analysis revealed synchromed ii battery resistance high. The battery resistance waveform test showed a high resistance.

Event description:
It was reported that a pt's pump had a low battery and was in safe state; this was confirmed via pump log printouts. The pump was replaced due to battery depletion. The medication administered via the pump was morphine 16.0 mg/ml at a daily dose of 0.105 mg/day and bupivacaine 40.0 mg/ml at a daily dose of 0.261 mg/day. Per the reporter, the pt recovered without sequela.